Event description:
The time of event is unknown. There was no report of patient harm. Us probe broken

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd/us probe unit was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd/us probe unit. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the lg prong corroded, the us connector cable leaky, the jet socket cut, the u/d pulley wire worn out, the r/l pulley wire worn out, and the insertion flexible tube (ift) collapse; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response has been obtained, so we can not deny the possibility of the ccd/us probe unit and the glue falls. Therefore, therefore, based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.